Manufacturer narrative:
Problem of needle detachment. The complainant indicated that the device is disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during an anterior repair with mesh procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was left inside the capio cage. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.